Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
This female pt with unk age and weight underwent a stenting procedure at the transition between right subclavian vein and brachiocephalic. The rate of stenosis was 30%. Calcification of the target lesion was unk. There was no vessel tortuosity. During a stenting procedure an approach from the right brachial vein (peripheral site of axillary vein) was chosen, the smart control, iliac 8x60cm was inserted and during deployment shifted forward and migrated into (svc) superior vena cava. The stent flowed into right ventricle. The pt was transferred to another hospital and open-heart surgery is scheduled to retrieve the stent. The doctor commented that deployment of the stent should be performed more carefully, even after the stent-deployed 2cm. The migration of the stent was caused by many possibilities, stent size, operator technique, the pt anatomy, the characteristic of the lesion, etc. Additional info indicated that constant fluoroscopy was performed during deployment. The stent was successfully removed on the same day of this event, and the pt seems to be on the way to recovery. However, no further info or film was available.